Event description:
It was reported that a right ventricular leadless pacemaker failed to separate from the delivery catheter outside of the body during an initial implant. Physician suspected the delivery system may have been damaged during the operation or device malfunctioned. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection showed that the helix length and the tether hole were within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity